Event description:
It was reported that when the doctor drew blood for blood gas analysis, there was no blood outflow after the needle was inserted. The blood was successfully drawn after the blood gas needle was replaced. There was no harm to the patient in this incident.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.